Manufacturer narrative:
Date of event: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record review found no non-conformance's associated with this issue during production of this batch. Investigation conclusion: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that the cannula length was too long with a bd precisionglide¿ needle . The following information was provided by the initial reporter. "Material no: 305106 ,batch no: 8025959. It was reported that some of the needles were 1 inch instead of 1/2 inch in a small number of eylea kits. Event description per customer's attached email states, "the physician's office reported that a "small handful" of eylea kits contained injection needles that are "30 gauge by 1 inch" instead of "30 gauge by 1/2 inch." The exact quantity of kits reported are unknown. The physician's office did not have a record of the specific lot numbers affected but they could be from any of the lot numbers below: 8148200157, 8148200153, 8148200185, 8148200186. Complaint received date: (B)(6) 2019".